Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The devices are retained by the surgeon. Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that a (B)(6) years old male patient was implanted with a revitan stem on an unknown date in 2006 (assumed as (B)(6) 2006). The proximal and distal stem parts disassembled in (B)(6) 2017. According to the additional information received on (B)(6) 2017, patient underwent a revision surgery on (B)(6) 2017 due to the implant breakage. Moreover, it is stated that the patient had an accident in (B)(6) approximately three weeks ago and the surgeon thinks the fracture of the stem is due to the trauma from the accident in (B)(6). Review of received data one x-ray dated (B)(6) 2017 is received for review. It is visible that the revitan stem got broken at the modular connection. Two cerclage bands are seen around the distal part and possibly broken cerclage cable wires around the proximal part. However, no further comments can be done regarding the bony conditions due to contrast level of the x-ray and absence of post-op x-rays after the primary implantation surgery. Implant stickers of the primary implantation surgery are received. Review of product documentation. All proximal revitan components are compatible with all distal ones. Material certificate of the revitan stem are reviewed and it is confirmed that the product was manufactured according to the material specifications. Event description (event details, per) event summary: it was reported that a (B)(6) years old male patient was implanted with a revitan stem on an unknown date in 2006 (assumed as (B)(6) 2006). The proximal and distal stem parts disassembled in (B)(6) 2017. According to the additional information received on (B)(6) 2017, patient underwent a revision surgery on (B)(6) 2017 due to the implant breakage. Moreover, it is stated that the patient had an accident in (B)(6) approximately three weeks ago and the surgeon thinks the fracture of the stem is due to the trauma from the accident in (B)(6). Review of received data one x-ray dated (B)(6) 2017 is received for review. It is visible that the revitan stem got broken at the modular connection. Two cerclage bands are seen around the distal part and possibly broken cerclage cable wires around the proximal part. However, no further comments can be done regarding the bony conditions due to contrast level of the x-ray and absence of post-op x-rays after the primary implantation surgery. Implant stickers of the primary implantation surgery are received. Review of product documentation: all proximal revitan components are compatible with all distal ones. Material certificate of the revitan stem are reviewed and it is confirmed that the product was manufactured according to the material specifications. Root cause analysis. Root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, biomechanical reports (fea, testing) and the raw material certificate certifies the fatigue strength of the material. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: material certificate of the revitan stem are reviewed and it is confirmed that the product was manufactured according to the material specifications. Fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device => possible: no information about the patient activity is known. Fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review. Moreover, material compatibility specification certifies the material resistance. Failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. Fracture of implant due to damage of stem during implantation => possible: nor surgical report for the implantation, neither the devices were received. Therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. Loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient bmi is not known, therefore cannot be excluded. Loosening or fracture of implant due to insufficient bony support of implant => possible: from the only one x-ray received the bony condition of the patient cannot be confirmed, therefore cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: combination is allowed. Conclusion summary: the product was not returned for the investigation. Surgical reports of implantation and the revision surgery were not returned either. One x-ray dated (B)(6) 2017 was received which confirms the breakage of the stem at modular connection pin. Post-op x-rays right after the implantation surgery were not returned to make a comparison with the received x-ray. Therefore, it is not possible to make some further comments regarding the bony conditions as well as the contrast of the x-ray. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are also unknown. Raw material certificate of the revitan stem is reviewed and it is confirmed that the product was manufactured according to the material specifications. Possible causes for the breakage of the connection pin include the material damage that may have occurred during the impaction load while assembling, high patient activity (patient disregarding limits of device), wear between connecting pin and proximal part due to bone (third body wear), insufficient bony support of the implant and increased wear due to patient with high body weight . It is unknown to which extent these factors have played a role in the reported failure. Additionally, it is stated by the surgeon that the most likely cause of the breakage of the stem is due to the accident patient had in vietnam couple of weeks before. Therefore, it is highly possible that this accident has contributed to the reported event. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did receive an x-ray which will be reviewed as part of the ongoing investigation. Devices and other source documents were not received for review. Additional information has been requested and is currently not available. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming.   A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a, size 2) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that a patient was implanted with a revitan distal straight 26/200 hip stem on an unknown date in 2006. The patient fell on an unknown date and experienced implant breakage and a disassembled stem. He underwent revision surgery on (B)(6) 2017. Since the exact implantation date was not reported, it will be entered as the last day of the last month of the year reported (2006).